Event description:
The patient's mother reported that the "up" "down" and "ok" buttons have to be pressed multiple times to elicit a response from the keypad. The buttons click and spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.